Event description:
It was reported that the device depleted rapidly. The device was explanted and was replced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant continued: 694758 implantable tachy lead (B)(6) 2002. (B)(4).